Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pulse generator pocket infection. On (B)(6) 2019, the implantable cardioverter defibrillator system was removed. The patient did not experience any further adverse consequences. Related manufacturer reference number: 2017865-2019-13206, 2017865-2019-13208.